Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra mini meter had a power issue, displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) made a follow up call with the patient. The patient reported that the alleged product issue stared on "(B)(6) 2015, noon". The patient manages her diabetes with a combination of diabetes medications including glucophage 500mg and onglyza 5 mg and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that she was unable to recall the time but it was after the product issue had begun that she developed the symptoms of "clammy, sweating and unwell". The patient stated that on "(B)(6) 2015,12:30" she obtained a result of between "400-500mg/dl" on a doctor's meter and was treated with 12 units of insulin by a health care professional hcp. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.